Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitor (sam) due to respiratory rate trend (rrt) sensor oversensing, and rrt was disabled. Technical services (ts) reviewed rv settings and electrograms (egms). It was noted that there were some non-sustained ventricular tachycardia (nsvt) episodes, some atrial fibrillation (af), and some appropriately treated vt as well. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitor (sam) due to respiratory rate trend (rrt) sensor oversensing, and rrt was disabled. Technical services (ts) reviewed rv settings and electrograms (egms). It was noted that there were some non-sustained ventricular tachycardia (nsvt) episodes, some atrial fibrillation (af), and some appropriately treated vt as well. This ICD remains in service. No adverse patient effects were reported.